Event description:
Using the cl-70 adaptors and abraxane vials, the tech mixed the drug and noticed particles floating in the finished product. It was hard to tell if the particles were from the adapters coring or particles in the drug itself. The tech then mixed the same lot number of abraxane and used needle/syringe hazardous medication technique and the medication contained no particles. Using an old vial of abraxane, the tech used the cl-70 adapter again, particles were formed, making the problem most likely coring from the cl-70 adaptors. FDA safety report ID# (B)(4).